Event description:
The customer contact reported backflow of fluid from the secondary solution container into the primary tubing set. The primary tubing set was being used to deliver 5% dextrose, at an unspecified time, the male adapter of an unspecified secondary tubing set was connected to the proximal clave y-site on the primary tubing set for piggyback delivery of an unspecified medication. After an unspecified length of time in use, the nurse noted backflow of solution into the primary tubing set the primary tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.